Event description:
On (B)(6) 2011 a diagnostic cerebral angiogram of the right ica done with a right femoral closure using a 6fr angioseal. In recovery room no pulses were palpable in the right foot. Pt was taken to surgery for removal of the angioseal from the right superficial femoral artery, patch angioplasty, and intraoperative angiogram completed. The pt had a palpable pedal pulse at the end of the procedure.